Manufacturer narrative:
Disregard file, suspect device was determined to be a concomitant. Please refer to manufacturer report number 2016493-2021-53044, which captured the suspect device.

Event description:
It was reported from the critical care unit that there was an over-infusion of ketamine. The order was prepared by the pharmacy and was ordered as 0.75mg/kg/hour initial dose, with titration dose of 0.25mg/kg/hr every one hour for rass greater than -2 to a maximum dose of 3mg/kg/hr. The concentration was 2000mg/500ml and the IV pump was used with guardrails however based on a 500mg/500ml concentration, which was missed by the clinician. The patient received 252mg of ketamine over a period of 59 minutes (between 0636-0735 on (B)(6) 2021) before the over-infusion was noticed when the clinician went to titrate. The infusion was then stopped and then programmed correctly and continued until (B)(6) 2021. No other interventions were given. Per the customer the dataset was not updated to match the standard concentration being prepared out of pharmacy because it requires manually updating each pump. The facility did not have the ability to update via wi-fi due to not having the necessary software. It is noted that there were many comorbidities including intubation, chf, pneumonia with pleural effusions, non healing wounds and an above the knee amputation (aka). The patient remained hospitalized and was discharged on (B)(6) 2021 while alert and oriented then "unexpectedly passed away two days later at home."

Event description:
It was reported from the critical care unit that there was an over-infusion of ketamine. The order was prepared by the pharmacy and was ordered as 0.75mg/kg/hour initial dose, with titration dose of 0.25mg/kg/hr every one hour for rass greater than -2 to a maximum dose of 3mg/kg/hr. The concentration was 2000mg/500ml and the IV pump was used with guardrails however based on a 500mg/500ml concentration, which was missed by the clinician. The patient received 252mg of ketamine over a period of 59 minutes (between 0636-0735 on 03/05/2021) before the over-infusion was noticed when the clinician went to titrate. The infusion was then stopped and then programmed correctly and continued until 03/06/2021. No other interventions were given. Per the customer the dataset was not updated to match the standard concentration being prepared out of pharmacy because it requires manually updating each pump. The facility did not have the ability to update via wi-fi due to not having the necessary software. It is noted that there were many comorbidities including intubation, chf, pneumonia with pleural effusions, non healing wounds and an above the knee amputation (aka). The patient remained hospitalized and was discharged on (B)(6) 2021 while alert and oriented then "unexpectedly passed away two days later at home."

Manufacturer narrative:
Correction follow up 1: type of reportable events: serious injury disregard file, suspect device was determined to be a concomitant. Please refer to manufacturer report number 2016493-2021-53044, which captured the suspect device.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The reported event that incident related to the pump could not be confirmed. No further investigation of this event is possible at this time, and patient involvement was reported but no information on harm caused.

Event description:
It was reported that the patient had undergone over-infusion of ketamine. There was patient involvement but no harm caused.